Event description:
This lead was implanted on (B)(6) 2011. It was noted at implant that the patient had diaphragmatic stimulation. The lead remains implanted. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).